Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from 299 mg/dl to "high" (specific value was not provided). Customer gave a manual injection to address the bg level. Although requested contact declined to upload pump so tandem technical support (cts) could review the pump logs and declined further assistance from cts regarding the issue. No additional patient or event information was available.